Event description:
Note: this report pertains to one of seven resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the rectum for a rectal lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, when closing a lesion with resolution clips, the first clip was difficult to release from the catheter. However, all six additional clips used presented similar issues, either failing to deploy from the catheter or being very difficult to release. In addition, there was abnormally high resistance felt before the handle spool reached the end. These clips were then pulled from the lesion, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of seven resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the rectum for a rectal lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, when closing a lesion with resolution clips, the first clip was difficult to release from the catheter. However, all six additional clips used presented similar issues, either failing to deploy from the catheter or being very difficult to release. In addition, there was abnormally high resistance felt before the handle spool reached the end. These clips were then pulled from the lesion, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of clip failure to release from catheter. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a media analysis was performed in which a video was provided showing the physician experiencing difficulty achieving full deployment. Toward the end of the procedure, the catheter is observed to be unraveled and kinked due to the force applied during manipulation. Despite these challenges, the clip assembly ultimately detached after an attempt to grasp tissue. Based on the available evidence, it is possible that the failures observed in the device were the result of procedural factors, such as excessive force or the manner in which the device was handled. Excessive manipulation without sufficient care may have contributed to the defects identified. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.